Manufacturer narrative:
Batch review performed on 12 june 2020: lot 124250: (B)(4) items manufactured and released on 04-dec -2012. Expiration date: 2017-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016. Additional item involved in the event, batch review performed on 12 june 2020: liner: versafitcup dm 01.26.2848mhc double mobility hc liner ø 48/28 (k092265) lot. 124167. Lot 124167: (B)(4) items manufactured and released on 11-dec-2012. Expiration date: 2017-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016.

Event description:
The patient came in reporting pain due to metallosis and a leg length discrepancy. The surgeon performed a washout and revised the head and liner, 7 years and 2 months after primary surgery. The surgery was completed successfully.